Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for five patients, involving the access® 2 immunoassay system. The discrepant results were released out of the laboratory. The customer did not know if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. Quality control (qc) is performed every eight hours and level 2 was not within the customers' established ranges after the discrepant results were generated. All the patients had multiple collections but the customer only reanalyzed the questioned results. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted splashing around the wash area. The fse removed and replaced the corroded mixer pulleys and rollers. The fse discovered a gouged in the tubing, in the wash seal, which caused air to leak. The fse replaced the rotor, stator, seal in the wash valve and seals in the wash pump. The fse also noted a loose knurl fitting on the substrate bottle and tightened the fitting. The fse proactively replaced the aspirate probes and peristaltic pump tubing. The fse performed a passing quality control (qc), system check, and precision test. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the crusty pulleys which caused splashing within the reaction vessel (rv). The cause of the crustiness, and evidence of splashing on top of the wash module, is likely due to the drip from the probes. The gouged wash seal contributed to the leaky dispense probes and caused air leaks and insufficient pump pressure. Beckman coulter continues to track and trend any incident related to this issue.